Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
A boston scientific technical services consultant discussed the issues with the caller who stated the patient will be seeing an electrophysiologist and a revision procedure is scheduled for six weeks from now. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2500 ohms on the right ventricular (rv) channel. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system exhibited elevated threshold measurements and capture issues. The device output had been reprogrammed to ensure capture and then the device battery stated less than six months remaining. A revision procedure was performed and the system was removed from service. The boston scientific representative who performed the procedure stated he did not visualize any connection issues. The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.